Manufacturer narrative:
Continued h6 health effect impact codes: f2201 biopsy, f2203 imaging required, f2303 medication required. A review of the device history record has been completed. No deviations or non-conformances noted. Photo device evaluation: "visual analysis of the photographs identified: extrusion, abcess, seroma: unable to observe as it is a medical event not related to the device. Abcess-ndr, erythema-ndr: not applicable as the event is not related to the device no additional observations are performed. No further actions are required as no manufacturing issues are observed." The events of seroma-late, abscess, extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, abscess, extrusion.

Event description:
Patient reported a right side "slight redness in the lower part of my right breast", "a lump that quickly changed appearance and I noticed the presence of what appeared to be a collection of fluid" and "extrusion of the breast". Patient reported treatment with ciprofloxacin, domeboro®, fusidic acid cream, and cicalfate®. Patient reported physician "drained the collection and sent the sample for culture." Device has been explanted. After explant surgery, patient reported "slight redness in the lower part of my right breast" not device related and "large amount of apparently serous liquid coming out and for a period of about 30 minutes" not device related. Patient reported treatment with cephalexin for ten days.